Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding air bubbles in the patient line and the luer lock. Reportedly, the customer's blood glucose level was occasionally impacted. Customer was able to remove air bubbles.